Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 (over-temperature) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan was not rotating fast enough. The probable cause to the customer reported overheating was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Hold for ljfthe customer contact reported that during preventative maintenance testing at the user facility, the device was found to be overheating. The customer contact indicated that it was unk if the device was hot to touch or if an error code was displayed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.